Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, six days following implant, a pocket revision was performed due to blood in the pocket. The patient was stable before, during and after the procedure.